Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific crm received information that this implantable lead had dislodged during a non-related cardiac procedure. The patient later underwent a replacement procedure and this product was explanted and replaced. No adverse patient effects have been reported. No additional information is available at this time. If additional info becomes available, this report will be updated.